Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and the drive support cap was sticking out. Blood glucose level at the time of the incident was 460 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the device for analysis. During a follow up call, the customer reported that he had pushed the drive support cap back in on the malfunctioning device while disconnected. Customer was advised against using this device.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test including prime test due to loose drive support disk. Device also received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.